Manufacturer narrative:
The associated complaint devices were not returned. A clinical evaluation was conducted and no relevant clinical medical information was provided to conduct a thorough medical assessment. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
It was reported that a revision surgery has been performed. Left femoral component was explanted.